Event description:
It was reported that approximately 24 months post implant a suprarenal aortic extension separated from the bifurcated device and developed a type iii endoleak. An infrarenal aortic extension and a balloon expandable stent were placed over the junction, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well and is doing fine.

Manufacturer narrative:
Base upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. Endoleaks are a known risk of the procedure. No conclusions can be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.